Event description:
Reporter stated that patient received the following results on mobile system compared to a hospital meter within 1 minute: "12.?" Mmol/l (mobile system) and 6.5 mmol/l (hospital meter). No actions taken based on device results. No adverse event due to the device reported. The alleged product is not available to return for evaluation.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Device will not be returned.